Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 12f amplatzer amulet delivery sheath. During procedure, the patient's activated clotting time (act) levels were 316 and 10000 units of heparin was administered. During procedure, it was noted that the 28mm amulet was small and a new 34mm amplatzer amulet left atrial appendage occluder was chosen. After confirming the close rules the device was released, and then the disc had oval shape. After the procedure, the patient had chest pain, elevated troponin and a pericardial effusion and tamponade were noted. A pericardiocentesis was performed and 200 ml of blood was aspirated. The physician mentioned 34mm amulet caused tamponade. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
For (B)(4), reportability assessment for malfunction was rerun as the reported information indicates that there was no device malfunction, serious injury, or death due to the device. Since the initial report has already been filed, the reportability assessment justification was updated; however, the assessment will not be re-run and the complaint will remain reportable.

Event description:
It was reported that on (B)(6) 2025, a 28 mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 12f amplatzer amulet delivery sheath. During procedure, the patient's activated clotting time (act) levels were 316 and 10000 units of heparin was administered. During procedure, it was noted that the 28 mm amulet was small and a new 34 mm amplatzer amulet left atrial appendage occluder was chosen. There was no malfunction of the device nor any adverse patient outcome other than the mis-sizing of the 28 mm amulet. After confirming the close rules, the device was released, and then the disc had oval shape. After the procedure, the patient had chest pain, elevated troponin and a pericardial effusion and tamponade were noted. A pericardiocentesis was performed and 200 ml of blood was aspirated. The physician mentioned 34 mm amulet caused tamponade. The patient was reported stable.